Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had received beep or vibrate anomaly, frozen display, buttons not responding and insulin pump was not working. Customer¿s blood glucose level was unknown. Customer stated that the buttons was not responding when they press them. Customer stated that the insulin pump was alarming and cannot be cleared. Customer stated that they reinsert the battery into the insulin pump and it will be turn on but none of the buttons will be respond. Customer stated that about 3 minutes later the insulin pump will be start alarming. Customer not able to complete troubleshooting as insulin pump for buttons was not responding. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to back up plan. The insulin pump will not be returned for analysis.